Manufacturer narrative:
The device was returned and evaluated. The evaluation result is as follows: the device was received and evaluated for the complaint regarding the needle button released event. Device# 048489. -a was received with the needle release button in the depressed (step 2 of 2) position. This state indicates that the needle release button was activated to retract and lockout the needle mechanism. The complaint could not be confirmed for this device.

Event description:
The patient reported that the needle popped out before the 24 hours. The patient stated he was wearing the v-go on his abdomen for only 2 hours before this occurred and that he did not accidentally hit the needle release button.